Event description:
It was reported that pump declared cartridge change error. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to remove cartridge and check sealing ring, confirmed ring was in place and undamaged, and received help attempting to remove pump from protective case; customer planned to use injections for insulin instead of pump until able to get assistance removing case and was advised to call back if further help was needed.